Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the dexcom g6 user guide - taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may falsely raise your sensor glucose readings.

Event description:
It was reported intermittently that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 48 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose and was displayed as ¿high¿; however, a specific value was not provided. Bg was addressed via a manual injection. Reportedly, the customer took medications that were known to effect cgm values. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.